Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit will not turn on. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. The capacitor c36 was found to be shorted on the returned processor pca. The available information is consistent with a malfunction of the processor pca.